Event description:
It was reported that the device broke during the procedure and pieces remained in the patient.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: reamer broke. Probable root cause: cannot be determined, as tag is unable to provide investigation report without the device to evaluate. The device manufacture date is not known. H3 other text: 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of OEM tag medical.

Event description:
It was reported that the device broke during the procedure and pieces remained in the patient.